Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx was unable stop the acquiring 12 lead ECG and had to turn off the device to stop the acquisition. There is no indication of patient impact.